Event description:
It was reported that prior to a port placement procedure, the device allegedly leaked. It was further reported that the device had a blocked connection. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the clinician holding one introducer needle connected to a syringe. Fluid and air were noted inside the syringe. Therefore, the investigation is inconclusive for the reported fluid leak and fitting problem as the provided photo is not evident enough to confirm the issues. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one catheter lock, one syringe, one guidewire in a guidewire hoop, one 6.5fr introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were received for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported leak and identified fracture issue as fractures were noted on the proximal end of the hub of the introducer needle. However the investigation is inconclusive for the for the reported fitting problem as the exact circumstances at the time of the reported event are unknown and also the provided photo is not evident enough to confirm the issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement procedure, the device allegedly leaked. It was further reported that the device had a blocked connection. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that prior to a port placement procedure, the device allegedly leaked. It was further reported that the device had a blocked connection. The procedure was completed using another device. There was no patient contact.